Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery cannot charge. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that the device turned off during an intervention. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.